Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe a collar wash valve solenoid valve to resolve the issue, no further leaking was observed. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer reported leaking from reagent probe a on their unicel dxc 600 pro synchron system. The customer stated the leak was contained with fluid found in the reagent probe drip tray. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.